Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was shocked by their implantable cardioverter defibrillator (ICD) 8 times so the cardiologists sent in the patient's log files to technical services for an analysis to rule suction events as the cause for ventricular tachycardia (vt). Technical services found transient low flow events on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021, along with pulsatility index (pi) events. However, technical services was unable to determine if these events were suction events. It was noted that the patient was treated with a left heart catheterization with a stent in left anterior descending artery. The patient also received amiodarone intravenously. The arrhythmia did not result in clinical compromise. The patient's arrhythmia did not exist prior to the left ventricular assist device (lvad) but their ICD was implanted prior to the lvad.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was shocked by their implantable cardioverter defibrillator (ICD) 8 times so the cardiologists sent in the patient's log files to technical services for an analysis to rule suction events as the cause for ventricular tachycardia (vt). Technical services found transient low flow events on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021, along with pulsatility index (pi) events. However, technical services was unable to determine if these events were suction events. It was noted that the patient was treated with a left heart catheterization with a stent in left anterior descending artery. The patient also received amiodarone intravenously. The arrhythmia did not result in clinical compromise. The patient's arrhythmia did not exist prior to the left ventricular assist device (lvad) but their ICD was implanted prior to the lvad.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported ventricular tachycardia (vt) and heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. Evaluation of the submitted log file confirmed low flow events; however, a specific cause for these events could not conclusively be determined through this evaluation. The submitted log file captured transient low flow hazard events on (B)(6) 2021 ¿ (B)(6) 2021. No other notable events were captured, and the pump appeared to function as intended above the low speed limit throughout the duration of the file. The patient ultimately expired on 01jan2022 (related manufacturer report number 2916596-2022-00099), and the device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), is currently available. Section 1 of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii lvas. Section 1 also provides an explanation of all pump parameters, including pump flow. Section 4 provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Additionally, section 6 lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate ii lvas. The heartmate ii lvas patient handbook, is also currently available. Section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.